Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the physician was ready to implant the device, but changed the left ventricular (lv) lead so a new device was implanted. The original device was programmed off, but ventricular fibrillation (vf) detections remained on. While the device was in the sales representative's bag, the device detected noise and delivered therapy. When the sales representative interrogated the device prior to use the device was nearing elective replacement indicator (eri). The device was never used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented that the device was received in unopened outer/inner sterile pack.